Event description:
Pentax medical was made aware of a complaint which occurred in the united states with the description of "no video image" involving pentax medical colonoscope model ec38-i10l, serial number (B)(4). The customer stated they washed the loaner scope when it was received and just tried to use it and it does not connect or work. There was no report of death, serious injury or other significant/important medical event. The loaner endoscope was received by pentax medical for evaluation on 22-oct-2021. The endoscope was inspected by pentax medical service under service order 6179613 and the technician confirmed the customer complaint with the code image blackoutand documented the following inspection findings: customer complaint confirmed, mage blackout, assed wet leak test, assed dry leak test. Model ec38-i10l, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service. The endoscope failure was remediated and approved by final qc on 16-nov-2021 and returned to the loaner pool. This event meets the requirement for FDA reportability; therefore submission of a report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
This model is classified as import for export. We do have similar model ec38-i10cl-us available in the united states with a 510k number k190805. (B)(4). If additional information becomes available, a supplemental report will be filed with the new information.